Event description:
In 2008, a male underwent initial aaa repair (pt's anatomical form was not suitable for endovascular repair due to his proximal neck was short in length). Before insertion of the sheath, the physician deployed 2 stents of the main body. The physician then made a hole on the sealing site of the main body graft for fenestration to the left renal artery and set markers onto it and replaced the graft into the sheath. The physician then inserted the main body system. The orifice the physician made on the main body seemed to be located at the right position when the main body was deployed. Occlusion at the left renal artery was observed by the final angiography after molding balloon was expanded. The physician tried to make an office to the left renal by the wire guide, but the wire was not advanced to the artery. The physician was not able to give add'l measure. Physician's comments: it may be possible that the hole that was made on the sealing graft was occluded because ballooning stretches the graft and closed the hole. Pt outcome unk.

Manufacturer narrative:
Eval: this event is still under investigation.